Manufacturer narrative:
Continuation of d10: product ID: 8780, serial#: (B)(6), implanted: 2013 (B)(6), product type: catheter section d information references the main component of the system. Other relevant device(s) are: ubd: 28-sep-2014, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen 2000mcg/ml at 300.8 mcg/day via an implantable pump. It was reported that the patient over the last month has had increased spasticity, the patient is a ms (multiple sclerosis) patient. The managing doctor increased the patient¿s daily dose with no help. A dye study was performed yesterday with unsuccessful aspiration. The managing doctor has requested a catheter replacement for the patient that has not been scheduled yet but is in the works. The patient was on oral baclofen to manage spasticity. The issue was not yet resolved at the time of the report, and it was noted that the healthcare provider would not have any further information regarding the event.